Event description:
It was reported that during a percutaneous coronary interventional (pci), an inflation device gauge did not go up. The lesion was located in the left anterior descending (lad) artery. The lesion was predilated with another manufacturer's balloon, and a promus stent was implanted. When the lesion was post dilated with another manufacturer's balloon, at inflation, the pressure gauge on the advantage inflation device "did not go up." The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)